Event description:
Provider states, the right motor is leaking grease. Provider states no property damage and enduser has had chair for about 4.5 years, and for home usage. No further information provided.